Event description:
Fmc canada complaint (0934) rec'd for investigation. Complaint stated as blood noted in dialysate within one minute of treatment initiation. The internal blood leak was reported with the first use (non-processed) of the dialyzer. The dialysis was discontinued immediately and the blood circuit discarded, blood loss estimated at 200cc. Quality systems was not made aware of any adverse effects to the pt. There was no medical intervention. The complaint sample is not available for eval. MDR filed due to blood loss reported. Unable to acquire further info on the pt.